Event description:
It was reported once the leads were implanted in the stomach wall, fed out to the stimulator and connected, the system was verified for functionality. When interrogating the device and checking impedance the final impedance was 276 ohms. This was below the expected range of 300 to 1200 ohms. The device and leads functioned as expected; however, the impedance was out of range from that in the protocol. The decision in the operating room was to leave the device implanted without modification to the device or lead. Reference manufacturer # 3007566237-2013-01785 for report on patient with bilateral leads.

Manufacturer narrative:
Concomitant product: product ID 4351m, serial# (B)(4), product type. (B)(4).

Manufacturer narrative:
Supplemental submitted to correct conclusion codes and patient and device codes. (B)(4).

Event description:
It was reported once the leads were implanted in the stomach wall, fed out to the stimulator and connected, the system was verified for functionality. When interrogating the device and checking impedance the final impedance was 295 ohms. This was below the expected range of 300 to 1200 ohms. The device and leads functioned as expected; however, the impedance was out of range from that in the protocol. The decision in the operating room was to leave the device implanted without modification to the device or lead. Addition information was later reported that when suturing the top suture hole on the header of the ipg, the top part of the suture hole snapped off. The ipg was secured with 1 suture in the header and in 2 suture loops located in the can. Addition information was later reported that, the ski needle on the lead traveled too deep into the muscular wall and entered the gastric lumen. Lead was backed out and re-inserted successfully. Lead was backed out and re-inserted successfully